Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a peritoneal dialysis (pd) patient's cassette was leaking. The pdrn reported that they instructed the patient to stop using the box of cassettes. The pdrn reported that the patient disregarded the box of cassettes and the lot number is unknown. Upon follow up, the pdrn stated that the liberty cycler set is not available for return. The pdrn stated that the leak was small and made a hissing-like noise that left the patient¿s bedsheet damp. The pdrn stated that the patient had a leak from the second connection option on the cycler cassette patient line and not the cassette itself. The pdrn did not provide the date of occurrence. Upon follow up, the patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient stated that they did complete treatment using their cycler. The patient stated that per the clinic¿s procedure they were prescribed prophylactic antibiotics, cipro (dosage unknown, oral, 3 times a day for 3 days). The patient confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient stated that the date of this event was 6/12/2020. The patient is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that a peritoneal dialysis (pd) patient's cassette was leaking. The pdrn reported that they instructed the patient to stop using the box of cassettes. The pdrn reported that the patient disregarded the box of cassettes and the lot number is unknown. Upon follow up, the pdrn stated that the liberty cycler set is not available for return. The pdrn stated that the leak was small and made a hissing-like noise that left the patient¿s bedsheet damp. The pdrn did not provide the date of occurrence. Upon follow up, the patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient stated that they did complete treatment using their cycler. The patient stated that per the clinic¿s procedure they were prescribed prophylactic antibiotics, cipro (dosage unknown, oral, 3 times a day for 3 days). The patient confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient stated that the date of this event was (B)(6) 2020. The patient is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.